Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year, 4 months. The pump remains in use supporting the patient; however, the two replaced portions of the driveline were received. Continuity and high potential testing did not identify any breaches to the wires of the approximately 17.5 inch section of the driveline that was replaced on (B)(6) 2016. Continuity testing of the approximately 23 inch section of the driveline that was replaced on (B)(6) 2016 found all wires to be electrically intact; however, the shielding and bionate layers were removed and examination of the underlying wires revealed two disruptions in the insulation of the orange wire approximately 22.5 inches from the metal system controller connector. As a result, the underlying conductors of this wire were exposed. The disruption in the wire insulation appeared to be the result of mechanical damage; however, a specific cause for the damage and when it occurred could not be conclusively determined. Pump function would have been interrupted if the exposed conductors of the orange wire contacted the braided shield, creating an electrical short to ground, while the device was supported by the power module. This short to ground would have resulted in the reported red heart alarms and low speed events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that the patient observed red heart alarms at night on (B)(6) 2015 while connected to the power module and felt a slight flutter in their chest. The alarm reportedly resolved when the patient switched to battery support. Upon review of the history screen in clinic, multiple low speed operation, low flow hazard alarms, and pump off events were observed. A driveline fracture or short to shield condition was suspected and the patient was admitted to the intensive care unit (ICU). The system controller log file and x-ray images of the driveline were reviewed by a representative of the manufacturer's technical services team. The pump stoppages were confirmed and appeared consistent with a potential driveline issue. X-ray images of the driveline appeared unremarkable. A distal-end driveline replacement was performed on (B)(6) 2016; however, red heart alarms reportedly recurred following the distal-end driveline replacement and could be reproduced by manipulating the driveline a few inches from the driveline exit site. The dressing on the driveline exit site was removed and a second distal-end driveline replacement was performed on (B)(6) 2016. The patient was then placed back on a grounded patient and no further issue have been reported since.